Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and low r-wave amplitudes resulting in oversensing. The device was tested in clinic with provocative maneuvers. The device was reprogrammed to the primary vector to mitigate to further oversensing. Additional information was received that this device exhibited t-wave oversensing resulting in an inappropriate shock. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.